Event description:
The customer reported a system message displayed indicating the footswitch was not recognized. The surgery had just begun with the incision made. The footswitch was unplugged and re-plugged. The system was rebooted, but the system message would not clear. The pt was removed from the operating room. The company sales representative brought in another system and the case was completed. There was a 3 hour delay. One case was canceled. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the foot- switch pcb. The footswitch and cable were also replaced. The system was then tested and met all product specifications. The pcb, footswitch and cable were received and in house testing was completed. A visual assessment of the returned samples did not reveal any visual nonconformity. The footswitch and cable were tested and no system messages displayed. Additional testing was performed and the encoder count did not change when the footswitch was depressed. A component was found to be non-conforming. The root cause of the reported problem was determined to be a non-conforming diode on the pcb. An internal investigation has been opened to investigate the issue. A review of complaints did not indicate any adverse trend within the last 24 months. (B)(4).